Event description:
It was reported that during a liver mwa procedure with 2x probes one of the two needles encountered issues during the treatment. The doctor believes the problem may have originated from the temperature sensor, which was displaying a temperature lower than the actual value. As a consequence, the patient has been overtreated. Then, during needle removal, a "pop" was heard, and the post-ablation scan showed signs of another ablation zone. This situation could potentially have had serious consequences for the patient. The post ablation scan showed signs of overtreatment. No other issues were reported, but they will continue to monitor the patient.

Manufacturer narrative:
(B)(4). Date sent: 6/12/2026 d4 batch #: unknown d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: what is meant by ¿the patient has been overtreated¿? Did this result in additional or larger ablation zones? Was the overtreatment confirmed through comparison to prior CT images? Was an intra-procedure CT scan performed? If yes, was an ablation probe seen in the area of overtreating? Was the patient¿s post-ablation care altered in any way due to the overtreatment? If yes, how? Is the affected device available for return? What is the patient¿s current status? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.